Event description:
A peritoneal dialysis (pd) nurse reported a pt was admitted at a local hospital for issues related to congestive heart failure. The pt was admitted to the hospital on (B)(6) 2014 and was discharged (B)(6) 2014.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.